Event description:
It was reported that during the implant procedure the patient developed pericardial tamponade. The lead and delivery system were removed and the procedure was stopped. It was noted that the physician was not very familiar with the products, and mentioned that the tip of the balloon catheter was a little hard. After being rescued the patient was fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).